Event description:
There was an allegation of questionable na electrode results for 1 patient sample on a cobas 8000 ise 1800 module. The initial result was 121 mmol/l. The repeated result was 143 mmol/l. The results were reported outside of the laboratory. The repeated results were deemed correct. The electrode lot number is v05 with an expiration date of 05-dec-2022.

Manufacturer narrative:
The customer's calibration and qc results were ok. There was no indication of a reagent issue. There were multiple abnormal aspiration alarms noted on the date of the event, which is an indication of possible poor sample quality. An incubation water short alarm was also noted on the date of the event. The field service representative found an issue with the dilution bath assembly. He replaced the dilution bath assembly and vacuum nozzle. He also performed an ise prime and ise checks. He also performed a precision test and the results were within specification. The customer performed calibration and qc without issues and the results were within specification. After service, no issues were reported by the customer. The investigation determined the service actions resolved the issue.